Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. Following ablation, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade near the left atrial appendage. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with the ablation catheter.